Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of door shim missing through the observation that the direction of flow label had been removed from the device. The direction of flow label was replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door shim missing. It was also reported that there was no patient involvement.